Event description:
According to available information, this device burst after placement. After the device was placed in the patient the balloon burst while the catheter was still in place. The hospital staff heard what sounded like a burst and when they checked the device it was found the balloon was eviscerated. It was noted the patient reported bladder pain.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.